Event description:
It was reported, that this right ventricular (rv) lead exhibited high out of range pacing impedance (greater than 3000 ohms) and noise. The device remains implanted. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).